Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative and clinic nurse were notified. Latitude information was reviewed by the clinic on the latitude physician's web site. Subsequently, boston scientific crm received information that the measured rv pacing impedance was greater than 3000 ohms associated with an increase in the rv pacing thresholds (pacing with no capture at current programmed settings). The patient was scheduled for an invasive procedure to revise the rv defibrillation lead. The chronic rv defibrillation lead will be surgically capped and will not be extracted.

Manufacturer narrative:
No adverse events were reported. The event will be reopened if additional information is received and/or the lead is returned for laboratory testing.